Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge coupled device unit damaged. Based on the results of the investigation, it's likely the loss of image occurred due to a damaged charged couple device unit. However, a definitive root cause of the damaged component (charge coupled device unit) could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope had a loss of image when rotating the pulse. There were no reports of patient harm.